Manufacturer narrative:
The device was returned, evaluated for diameter and length measurements, and found to be in specification. A DHR review was conducted with no discrepancies noted.

Event description:
According to the available information the patient received one atis ev 4.2s 9mm dental implant, in position #30 (fdi 46), (B)(6) 2021. The implant was subsequently removed, (B)(6) 2021, due to pressure like sensation and ear pain. We have not received information about the current status of the patient. We are waiting for more information regarding the status of the patient as of today, and have asked for radiographs of the implant site it was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Postsurgical complications are rather common occurrences. Pressure like sensation and ear pain can occur in the mandibula if implant is placed in the vicinity of the alveolar nerve. Most of these cases resolve themselves. In this case, with the very sparse information we have, there is nothing indicating that the problems, experienced by the patient, are related to the atis ev product. This event is reportable per 21 cfr part 803. Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.